Manufacturer narrative:
Product ID 977c165 lot# (B)(4) implanted: (B)(6)2019 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulation was not working on the right side, but it was working on the left side. The patient said the hcp determined that the reason stim was not working on the right side was because she has scar tissue and they could not get the lead where they wanted it. The patient said that the hcp also thought the lead may have moved. No further complications were reported.